Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented to the emergency room with mid-sternal chest pain and shortness of breath due to ventricular tachycardia. No further information is available.